Event description:
The pt reported experiencing issues with the current box of infusion sets. The pt stated that the self adhesive of the headset becomes wet with insulin and blood glucose elevates to approx 400 mg/dl. Normal glucose range was not provided. The pt did not required treatment from a health care professional or second party to address the issue. The infusion sets were requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.